Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 160-161 mg/dl. The issue was resolved after pump reset.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.